Manufacturer narrative:
The investigation for the reported controller error has been completed. The product was returned, and the controller error was not confirmed. Per the results of the investigation: console logs do not explicitly confirm the reported failure mode given there was no controller error alarm on or around the complaint date. However, there were other issues identified that occurred before the reported complaint date. The device logs showed multiple instances of issues detecting the purge disc and intermittent optical signal issues. The cause of the issue with inability to detect the purge disc due to broken flag. The cause of the optical signal issue was not determined given the issue was intermittent and not reproduced during testing. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records. Additional information for the initial MFR 11220648-2024-15651 was provided in sections h1, and h6.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Should any new information be received or the investigation completed, a supplemental manufacturer device report will be filed. This report is being filed as a part of the retrospective review of historical records.

Event description:
The biomedical engineer reported that the automated impella controller (aic) experienced a controller error alarm. The aic was removed from service as a result of the noted issue. There was no patient harm.